Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed cs 054 call service alarms had occurred. No pump reboots were observed in the black box data. During investigation, the battery compartment was found to be damaged; there were missing threads and a crack on the side of the battery compartment. Rust was observed inside the battery compartment. A leak test failed due to a battery compartment leak and audio bolus button leak. During testing, the pump powered on to a blank display screen. The pump¿s audible and vibratory alarms functioned, however, the pump had constant vibration. The pump was loaded with new software code and the pump was then able to power on and display the verify screen. The pump was opened and no damage to the power circuit or moisture inside the pump was found. Unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged/punctured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. The battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.